Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles and air bubbles coming from the o rings. The customer¿s blood glucose was over 600 mg/dl at the time of the incident and current blood glucose was 379. The customer was unable to remove the air bubbles and was instructed to change the set; the air bubbles did not persist after the set change. The customer treated with manual injection. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 random seal reservoir. Performed pre-fill test to reservoir. No air bubbles and no leak were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Also ran basal,bolus leaking test. Reservoirs filled with diluent and connected to a new infusion set. Installed reservoirs and connectors into a insulin pump. Conclusion: reservoirs no leak. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.